Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in atrial flutter at the time of implant. On post-operative check, it was noted that ventricular sensing was on the atrial channel with no atrial sensing. The right atrial (ra) lead had dislodged. Surface electrocardiogram showed atrial flutter. X-ray confirmed the ra lead had fallen to tricuspid valve area. The physician attempted to remove the lead, however the helix would not retract with multiple stylets. The helix also appeared to be bent. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.